Event description:
It was reported that one day post successful stent implantation in the right internal carotid artery, the pt experienced a left parietal occipital acute cortical infarct with aphasia, ataxia, and increased right sided weakness. Hospitalization was prolonged. The pt's condition improved although some neurologic deficits continue. The pt was discharged to home on (B)(6) 2010. Though requested no add'l info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt stroke (cerebrovascular accident) is a known adverse listed in the acculink instructions for use. In this case, the pt was hospitalized. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design or labeling.